Manufacturer narrative:
Device was not returned for investigation, as the ingested device is considered a biohazard.

Event description:
In this event, the patient swallowed their hearing aid. Patient went to the hospital, where the provider stated that it was too late to perform an endoscopy and to wait for the aid to pass naturally. Provider confirmed that the patient has passed the hearing aid naturally, and has not experienced any adverse reactions.